Event description:
It was reported that the customer received a cartridge alarm from their tandem mobi insulin pump. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and decided to replace the pump. They instructed the caller on how to put the pump into storage mode and provided a return box with a pre-paid label for the old pump, while sending a replacement pump to the customer. The customer will continue using the current pump until the new one arrives.